Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned matrix holding sleeve (03.632.036) was examined and the complaint conditions were able to be confirmed as the threaded tip was found to be cracked. The tip was found to be intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. A design change was implemented in april 2011 to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 03.632.036, supplier lot 9924232, synthes lot 9924232: release to warehouse date: (B)(6) 2016. Supplier: (B)(4) no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was noted that the threads of the tip were damaged. The threads on the device were coming unwound. There was no patient involvement or surgical procedure. This is report 1 of 1 for com-(B)(4).